Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ approximate age of the device from the product ship date is 2 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a review of the alarm history revealed an estimated pump flow reading at 0 lpm. The manufacturer's technical services representative reviewed the patient's submitted system controller log files. A red heart alarm was observed and appeared to be due to a complete loss of power to the epc system controller. This loss of power was caused by both the black and white power leads being disconnected simultaneously. It appeared the patient reconnected to a viable power source, and a single low flow hazard alarm and transient power elevation occurred as the pump first started and attempted to reach the preset fixed speed. It was reported that the patient's double power lead disconnect was accidental and the patient did not experience any difficulty or confusion. The patient's primary and backup epcs were exchanged for pocket system controllers which contain a backup battery. It was initially reported that the pump appeared to sound louder than expected, however, during a follow-up visit, auscultation revealed no abnormal grinding to the pump sound. The patient's ldh and plasma hemoglobin levels were reported to be within normal ranges. Internal x-rays were reviewed and appeared unremarkable. It was reported that the patient remained asymptomatic.

Manufacturer narrative:
Additional information: no equipment was returned for evaluation. The report of red heart alarm was confirmed based on the evaluation of the submitted log file. The log file revealed the pump speed value matched the set speed value except for one event. At day 89 hour 12 minute 58, a power cable disconnected alarm event was captured with the voltage values indicating the white power lead was disconnected from the power module. The next event captured a time clock reset suggesting a complete loss of power to the system controller that would have resulted in a pump stoppage event. The events that followed revealed that power was connected to the system controller and the system recovered to the set speed value of 9800 rpm. The loss of power event would have resulted in a red heart alarm as the system recovered. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from a representative of the manufacturer's technical service team on (B)(6) 2016 stated that the double power cable disconnected event occurred approximately 12 days ago, on or near (B)(6) 2016.